Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). D: primary UDI number - additional. H2: additional information.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the spouse that the patient experienced a skin reaction which occurred ten days after the sensor had been inserted in the right arm. Prior to sensor insertion the area was prepped with soap, water, and alcohol. The patient developed redness and a big hard bump with green pus at the needle puncture site. The spouse mentioned they were out of town when the issue occurred, and they decided to wait for the symptoms to subside since it was the first time the patient had experienced the skin issue. On (B)(6) 2025, the symptoms did not subside, and they decided to consult a physician who prescribed an oral antibiotic medication (keflex, unspecified dosage) and the patient was referred to a dermatologist. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the spouse that the patient experienced a skin reaction which occurred ten days after the sensor had been inserted in the right arm. Prior to sensor insertion the area was prepped with soap, water, and alcohol. The patient developed redness and a big hard bump with green pus at the needle puncture site. The spouse mentioned they were out of town when the issue occurred, and they decided to wait for the symptoms to subside since it was the first time the patient had experienced the skin issue. On (B)(6) 2025, the symptoms did not subside, and they decided to consult a physician who prescribed an oral antibiotic medication (keflex, unspecified dosage) and the patient was referred to a dermatologist. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction.